Event description:
The customer's healthcare provider called and reported that a motor error alarm was received on the customer's insulin pump. Customer's blood glucose was not known. It was advised that the device would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.